Event description:
International customer reported that a patient presented with a recurrent hernia approximately one year following an initial repair. The patient is scheduled for surgical repair of the hernia in 2008.

Manufacturer narrative:
Date sent to the FDA: 01/11/2008. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.